Event description:
A problem was reported regarding a pump. Patient reported a volume discrepancy issue. Patient stated when hcp took the medication still left in the pump that hasn¿t been used prior to refill, she would have too much medicine in there and hcp should know that the pump¿s not working properly. Later on (B)(6) 2012 hcp reported pump expired due to normal battery depletion and replaced on (B)(6) 2013. No catheter, programmer issue and no side effect. No hospitalization required. A follow up was requested but no additional information was received as of the time of this report. System used to deliver morphine (compounded), fentanyl, sufentanil, baclofen (unknown), and lidocaine. If additional information becomes available a report will be provided.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002-(B)(6), (B)(4).